Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented at the hospital, when pauses on the telemetry were noted. The right ventricular oversensing caused the pauses. All thresholds were within normal range of the device. Pacing sensitivity was increased but pauses were still an issue and no telemetry was noted. All pauses were very short and the patient was asymptomatic. On (B)(6) 2018, patient received approximately fifteen to twenty inappropriate shocks. Pauses, complete heart block, and underpacing were noted on the monitor. Patient¿s heart rate was intermittently falling to around twenty-four beats per minute. Upon interrogation, right ventricular lead noise that caused device inhibition was noted. It was also noted patient had received forty-one inappropriate shocks and multiple rounds of inappropriate antitachycardia pacing due to the right ventricular lead noise. Device was programmed to make underpacing stop, give patient pacing support and to turned off shock therapy. An increase on the right ventricular lead threshold was also noted. Programming changes were made to address the threshold issue. Later, on (B)(6) 2018 the lead was capped and replaced. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes patient was with no issues post-procedure.